Event description:
Event description guidant received information that this implantable endocardial lead measured higher shocking channel impedances than those exhibited during the implantation procedure.